Manufacturer narrative:
The insulin pump had operating currents within specifications. No unexpected battery out limit alarms noted. The device had intermittent corroded keypad traces. No button error alarms noted. The device had a missing end cap sticker, cracked reservoir tube, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 102 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.